Event description:
It was reported that there were high thresholds in the right atrial lead. The lead was initially reprogrammed and later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6948 implantable tachy lead - 2005 (B)(6); 9529 implantable loop recorder 2011 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.